Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned for analysis. The unit was visually inspected. A kink was observed in the sheath assembly from femoral marker to the distal end and in the imaging window assembly in the distal end. Also, damage was observed in the femoral marker. Impedance testing shows an electrical open at distal wave form. During image characterization testing, no image appeared in the ilab system. Based on the x-ray images, the electrical failure was a result of a broken coax cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2016. It was reported that lost image occurred. An opticross was used to visualize the stenosis of proximal left circumflex artery. However, image was lost after the first auto pull back. The procedure was completed with a different device. However, device analysis revealed that the sheath marker flakes off.